Event description:
It was reported that the stopper is difficult to remove with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: recently we have had more and more problems with our laboratory line. The problem is that the stopper sems to have trouble with the caps of the citrate tubes, that it can't pull them off properly and it causes a disturbance of the line. We have noticed that the lids of unused tubes are a bit looser than those of edta or heparin tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9301935. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-10-28. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown ". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper is difficult to remove with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: recently we have had more and more problems with our laboratory line. The problem is that the stopper sems to have trouble with the caps of the citrate tubes, that it can't pull them off properly and it causes a disturbance of the line. We have noticed that the lids of unused tubes are a bit looser than those of edta or heparin tubes.